Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of crack occurred during implantation. No potential health impact. Lens replacement was not performed because the location of the crack was not in an area that would affect vision.

Manufacturer narrative:
Additional information was added in d4., h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).